Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event was confirmed by review of x-rays. Right reverse total shoulder arthroplasty exhibiting standard alignment and position. A retained broken-off steinman screw tip projects the superior scapula, medial to the suprascuplar notch on ap projection. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): 110032420 (67246588) 115396 (67418205) 180551 (67420640) 180552 (67421276) 180552 (67421250) 180553 (67421682) 115320 (65992621) 115320 (67220435) xl-115366 (628080) g2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a revision reverse shoulder arthroplasty, bone grafting of the glenoid was performed to restore bone stock. During re-preparation of the glenoid, a threaded steinman pin fractured at the distal tip. The distal fragment was left in situ due to its position and inability to be safely retrieved. Attempts have been made and no further information has been provided.